Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Presented dislocated on 6th august ( not the failure). It was ¿ reduced¿ but it looks like on the reduction x rays, the head is not centered in the acetabular component."